Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had hyperglycemia and hypoglycemia. The hypoglycemia event was treated by glucose and noticed that blood glucose value went high. The customer reported the high blood glucose stayed for a week. The blood glucose value was 57 mg/dl. No further patient complications were reported. Customer declined to perform troubleshooting. The device will not be returned for analysis.